Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. An internal inspection of the cycler found the pin 4 (ac input) on the molex connector located on the heater tray assembly was pinched under the heater tray bracket had temporally shorted out against the heater tray bracket leaving a residue on the top of the air supply muffler and causing damage to the bracket. There were no other discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s nurse reported hearing a loud pop sound and noticed smoke coming from the cycler upon powering it on. Follow up with the pd nurse indicated that the patient not have any signs of infection, their effluent was clear and they were not prescribed any antibiotics. No adverse event reported at this time. The cycler was replaced.